Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blood glucose of 290mg/dl. The customer treated with food. Customer indicated that their doctor has not been contacted and their blood glucose value was 405mg/dl at the time of the call. The customer indicated that the bayer meter has been giving incorrect readings. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The customer indicated that the cannula was bent and declined to further troubleshoot.